Event description:
The manufacturer's representative reported the pump was explanted and returned for analysis after 17.5 months of implant time because a motor stall occurred. The returned pump was programmed to deliver 500 mcg/ml lioresal intrathecal, at an unk daily dose. No patient symptoms or complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis and the results are incomplete at the time of this report. A follow up report will be sent when the analysis results become available.